Manufacturer narrative:
The investigation for the priming issue has been completed. The pump was not returned for investigation. As per the clinical information provided, the nurse did not connect the purge tubing correctly which resulted in having to use a new pump. The root cause of the priming issue was most likely use related as the nurse improperly connected the purge tubing. E.1 added address line 2 as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-20083. Revised us city as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-20083. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-20083 was submitted in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-20083 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that there was an issue when attempting to change the purge cassette for the impella cp. The y connection was compromised and there was an emergent situation so a new impella was opened and used. It was reported that there was a lack of knowledge from the nursing staff regarding the purge cassette set up. No patient harm was reported.